Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the use of a robi clamp caused tachycardia in a patient. The surgeon suspects that these arrhythmias are due to a loss of seal in the clamp, which may be allowing current to pass through.

Manufacturer narrative:
When using the robi set with the associated generator, muscle contractions can occur due to the current flow, which are transmitted, for example, by the 38610md forceps insert (contact with the body). Reference is made to this point in the IFU of the autocon. In hf surgical applications (especially applications in which an electric arc is formed), part of the hf current is converted into a low-frequency current. This can trigger muscle contractions in the patient. Internal karl storz reference number: (B)(4).